Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated. During the evaluation it was found that the device displayed low flow. Circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 76 (non-recoverable system error-inlet water temperature sensor out of range ¿ low resistance) has occurred in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via mail on (B)(6) 2024, they repaired the device on the customer site. The problem was alarm 76 and low flow. Defective part was manifold assembly and circulation pump assy. They replaced these parts, and the problem was resolved. The issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 76 (non-recoverable system error-inlet water temperature sensor out of range ¿ low resistance) has occurred in an arctic sun device. Per review of wo on 12dec2024, there was no patient involvement. Per follow up information received via mail on 16dec2024, they repaired the device on the customer site. The problem was alarm 76 and low flow. Defective part was manifold assembly and circulation pump assy. They replaced these parts, and the problem was resolved. The issue was resolved.